Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7076736 / 7080006 / 7080026 / 7080045. Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7071658 / 7072911.

Event description:
It was reported that the patient developed an infection at the incision site on the neck. Symptoms of pain and swelling were noted. The patients infection was not device nor procedure related and the cause was unknown. The patient was placed on antibiotics and underwent an explant procedure wherein everything was removed. The explanted ipg and leads were not returned as they were discarded by the medical facility.